Manufacturer narrative:
(B)(6). Visual assessment of the grasper confirmed the upper jaw breaking. The lug portion of the jaw remains attached to the shaft. The normally sharp teeth on the lower jaw and upper jaw are rounded over. This condition is normally attributed to excessive force being applied during use. Potentially the cause for this device failure was excessive forces were applied to the instrument, causing a result in failure. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that when the healthcare professional pulled back a little to insert the t2 implant and the whole white sheath with the t2 implant loosened. The healthcare professional could not place the t2 implant in the meniscus such as the technique implies. The suture was not as intended. The healthcare professional lead the alligator grasper into the knee joint, to grab the t2 implant, and the tip of the grasper broke off in the patient. The healthcare professional managed to remove the loose piece from the knee joint. Both implants were left in the patient's knee. A backup device was available to be used to complete the procedure. There were no reported patient injuries. No other complications were noted.